Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was doing fine, but had to be admitted on day seven after a small bleeding. There was no need for surgical intervention. The patient was observed for the night then released the following day.